Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 230 mg/dl. She stated she was running high due to infections she had. There were no significant events leading to the alarm. Customer stated her insulin pump is very old. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.